Manufacturer narrative:
Analysis of the system controller log file that was provided confirmed elevations in power; however, a direct correlation between the left ventricular assist system (lvas) and the reported events could not conclusively be established through this evaluation. The pump speed remained above the low speed limit for the duration of the log file and no atypical alarms were captured. The system appeared to be operating as intended. The patient remains ongoing on device and no further issues have been reported at this time. Hemolysis and bleeding are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device- 11 months. (B)(4). The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient was admitted to the hospital on (B)(6) 2017 with anemia and concern for gastrointestinal bleeding (gi). The patient¿s hemoglobin was 4 g/dl with subtherapeutic inr and elevated lactate dehydrogenase (ldh). The patient presented with worsening shortness of breath, fatigue, abdominal pain and melena. The patient was admitted on an unspecified date in (B)(6) 2017 for anemia and upper gi series with enteroscopy. The patient was treated for a jejunal arteriovenous malformation. Upon admission, the patient¿s ldh was 701 u/l. The manufacturer¿s technical services representative reviewed the submitted log file and did not observed any device malfunctions. The lvad parameters did fluctuate; however, the parameters returned to baseline at the end of the file. Further information was requested, but not provided.